Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 455 mg/dl on their blood glucose meter. The consumer immediately performed three additional tests using the same meter and strips getting the following results of 169 mg/dl, 165 mg/dl and 152 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before using their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.